Event description:
It was reported the programmer was unable to be opened. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, programmer was difficult to open due to missing hinge plate screws. Analysis also found the ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly was loose and the keyboard cable was damaged. (B)(4).